Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to sorc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, when attaching and detaching the forceps/irrigation plug to the instrument channel port, an excessive external force was applied, which might have led to deformation of the instrument channel port. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the instrument channel port was deformed. There was no report of patient injury associated with the event.